Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product" and "capsular contracture baker grade IV". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product" and "capsular contracture baker grade IV". This record is for the right side. The device was explanted.

Manufacturer narrative:
Lab analysis: the device related to the reported events anxiety - product/ procedure and capsular contracture was received, with catalog number mcghan350cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.